Manufacturer narrative:
The customer did not retain the product lot information for this custom pak. Therefore, the device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, lot history and complaint history reviews could not be conducted. A pik pak is an assemblage of single-use medical devices. And accessories provided to the customer in a sterile manner. All components built into the paks are sterilized, prior to assembly and then shipped to the customer for use. The root cause of the customer's complaint could not be established, as a sample has not been received. And therefore, the condition of the product could not be verified. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known. Therefore, specific action with regards to this complaint cannot be taken. Pik pak and the components inside of the paks are single-use items provided to the customer in a sterile manner. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action as appropriate. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported on behalf of the customer six patients experienced toxic anterior segment syndrome (tass) following a surgical procedure. Procedure details have not been provided. Additional information has been requested. A completed questionnaire was received indicating the event took place following a cataract extraction with intraocular lens implant procedure in the patient's left eye. There were no complications during the procedure. The patient did not require any medical or surgical intervention. This report represents patient two of the six patients.